Event description:
Additional information became available that this patient continued to have out-of-range (oor) impedance measurements and the physician elected to do defibrillation threshold (dft) testing to access lead viability. After testing the impedances were still relatively high. Boston scientific technical services (ts) was consulted and stated that the home monitoring system might continue to detect these oor measurements since they were still high.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited one high out-of-range (oor) impedance measurement of 128 ohms which was up from 90 ohms measured previously at implant. There were no other out of range measurements, and the physician plans to monitor the lead for now. To date, no adverse patient effects have been reported.